Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : the device was discarded by the hospital.

Event description:
The patient underwent a revision surgery. In an update, it was mentioned that the patient was unstable, leading the surgeon to change the implants to address the instability issues. Reunion implants were used to upsize the implants and wash out the patient during the surgery.

Event description:
The patient underwent a revision surgery. In an update, it was mentioned that the patient was unstable, leading the surgeon to change the implants to address the instability issues. Reunion implants were used to upsize the implants and wash out the patient during the surgery.

Manufacturer narrative:
A device inspection was not possible since the affected device was not returned. The provided picture was reviewed: it corresponds to the implants sheet of the revision surgery, thus no additional details on the initial implants and/or the reported event was found. With the available evidence, no further evaluation is possible and the event cannot be confirmed. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.